Event description:
Patient with a history of familiar polyposis. On february 1, 2000 the patient underwent elective subtotal colectomy with an ileorectal anastomosis. Pt received a total of six (6) sheets of seprafilm to the following sites: right abdominal sidewall, left abdominal sidewall, bowel anastomotic suture line, bladder, retroperitoneal surface adjacent to ascending colon, retroperitoneal surface adjacent to descending colon, stomach, and under the abdominal wall incision. The patient did quite well postoperatively and was discharged home 10 days later. On february 18, 2000 the patient was complaining of lower abdominal pain. A computerized tomography scan showed a large collection just at the anastomosis. The physician noted other than the pain the patient had no gastrointestinal symptoms. In fact pt was eating well and having normal bowel movements. On physical examination there was some tenderness but no peritonitis or fever and the white count was only 12,000. The patient was readmitted to the hospital at this and treated with antibiotics and analgesics. On february 22, 2000 a repeat computerized tomography scan showed abscess to be smaller and the patient was discharged home. Another computerized tomography scan performed march 1, 2000 showed the abscess to be even smaller, (4.5 x 1.6cm). The physician reported the patient to have recovered without sequelae on february 22, 2000. The treating physician considered the event possibly related to seprafilm.